Manufacturer narrative:
Additional info: visual review confirms rod breakage. Fracture surface damage and smearing noted. Microscopic examination of the fracture surface identified progressive striations, which are indicative of fatigue. Dimensional inspection rod diameter confirms conformance to print specification. No material damage noted on adjacent surface to crack propagation which could contribute to crack propagation. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant. The above observations are consistent with cyclic fatigue.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. Approximately 2 years post-op, the patient underwent a revision surgery to remove a broken rod and replace with a new rod. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.